Event description:
Revision surgery after 1 year and 11 months due to pain and stiffness in the right knee flexion and the cause is unknown. The surgeon revised the 11mm insert to a 10mm t to address the stiffness. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 mar 2026. Lot 2336593: (B)(4) items manufactured and released on 22 sep 2023. Expiration date: 2028-sept-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.